Event description:
Bd peripheral IV catheter with blood control technology bled when attempting to withdraw the needle. The needle was sticking to the catheter when the button was pushed to withdraw it and the nurse had to hold the catheter to prevent it from being pulled out as the needle was retracted.